Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure is due to problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited the bending section adhesive was detached. There was no patient involvement.